Event description:
It was reported that the cast cutter was getting hot during use on several occasions at user facility. Customer confirmed that two employees received the burns. They were not severe at all, just the red marks. No medical intervention was required and no adverse consequences were reported with this event.

Event description:
It was reported that the cast cutter was getting hot during use on several occasions at user facility. Customer confirmed that two employees received the burns. They were not severe at all, just the red marks. No medical intervention was required and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, cast cutter runs hot, was duplicated. Upon disassembly, the technician visually confirmed that the field assembly was damaged from rubbing against the armature. The device was repaired and returned to the customer after passing the final inspection.